Manufacturer narrative:
For patients 3 and 4, the initial results were associated with high sample aspiration volumes compared to other samples; this suggests early liquid level detection by the sample probe. Early liquid level detection can occur due to film across the sample surface or if the sample tube is not seated correctly in the rack. Based on the information provided, the investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Event description:
There was an allegation of questionable elecsys estradiol iii, and elecsys hcg+ results from the cobas e 402 analytical unit for four patients. Patient 1's initial estradiol result was 5 pg/ml, and the repeat result was 41.9 pg/ml. Patient 2's initial hcg+ result on 19-feb-2026 was 11.8 miu/ml, and the repeat result was 481 miu/ml. Patient 3's initial estradiol result on 03-mar-2026 was <5.00 pg/ml, and the repeat result was 702 pg/ml. Patient 4's initial estradiol result on 04-mar-2026 was <5.00 pg/ml, and the repeat result was 222 pg/ml.

Manufacturer narrative:
The elecsys estradiol iii and elecsys hcg+ reagent lot numbers and expiration dates were not provided. The investigation is ongoing.